Event description:
The facility representative reported a colleague infusion pump that experienced a "failure 804:14" five times. This condition may have interrupted delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that the device has been serviced five times prior to this event. The device has not been previously sent into service for the reported condition of "failure 804:14". A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a "failure 804:14 five times" was not confirmed by baxter personnel during product evaluation or in the pump's event history. Upon further investigation by quality engineering, it was found that a failure code of 814:04 was the last problem to occur prior to device evaluation. The root cause was assigned to an air in line board failure. The air in line printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.